Manufacturer narrative:
The customer declined ge healthcare service. No repair information available.

Event description:
It was reported that there was a malfunction resulting in oxygen failure. There was no patient involvement reported.

Manufacturer narrative:
Ge healthcareâ¿¿s investigation into the reported occurrence is ongoing. A follow-up report will be issued when the investigation has been completed. Block a: no report of patient involvement. D4 primary UDI number: there is no UDI available as the device was manufactured prior to UDI compliance requirements. Legal manufacturer: gehc trout - 3114 n grandview blvd. USA waukesha, wi 53188.

Manufacturer narrative:
Additional information was received that the unit alarmed for blender failure with inadequate delivery of gases. This would cause the condition to be detected prior to use and require replacement of the blender. Therefore, there was no reportable malfunction.